Event description:
Received a call from a caller that did not want to identify himself. The caller ID said (B)(6), with a phone number. He stated he was using the centrix power gel and got some on a patients gingiva this morning. The patient is now upset and is wanting to know what the long term side effects of this product are. He was looking for literature online to give the patient and couldn't find any. I asked why he had said centrix and he said that is the product he is using. I asked what it was called and he said glu-sense. I explained this is heraeus kulzer and we make the gluma desensitizer power gel product, not glu-sense. He then said he is using gluma power gel. I asked what color the product was and he said it is green. I asked for the lot number on the syringe to document this incident. He said no, he would not give me that information and he said he would not answer any questions about the use or the patient. I emailed the (B)(4) and directions for use to him at his email address. He did not want to give any further information. This incident is reportable according to 21 cfr 803. The FDA defines this as a serious injury (21 cfr sec. 803.3) as the patient reported having an adverse reaction. Because the malfunction allegation could not be confirmed, the cause of the adverse reaction could not be determined. The incident will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution.

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Evaluation summary (B)(4) directions for use indicate rubber dam use is required. The dentist did not prevent the product from getting on the patient's gingiva. In not following the directions for use, and also not returning the product, we cannot make any further determination as to the patient's concerns. We cannot prove gluma caused the concerns, nor can we prove that it did not cause the concerns. Device not returned to importer.